Manufacturer narrative:
(B)(4) - the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted thru (B)(4).

Event description:
Baxter sales representative (bsr) called corporate product surveillance (cps) (B)(4) to relay customer report received (B)(6) 2011 for unknown quantity of intravia empty container (150ml) gamma sterilized, product code 2b8011, lot number(s) unknown, in which unspecified IV set spike "is impossible to remove" from the empty container port after use. Bsr advised that she asked the customer if there was any difference if the bag was empty or full and that the customer said the problem occurs regardless of the fill volume. Bsr relayed that the customer does not think that the IV sets are the source of the problem; that it does not matter which set is used. Bsr relayed that the customer stated the problem has been recurring since (B)(6) 2011. Bsr relayed that the customer has one available sample having lot number ur10a25177. Bsr stated that no patient involvement, injury or adverse event is reported.